Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the surgery, the catheter presented an error in the contact sensor. The catheter was replaced and the issue resolved. There was no patient consequence. This event is originally assessed as not MDR reportable. The device was returned for analysis and a broken peek housing was discovered. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device was done following bwi procedures. Visual analysis revealed a broken peek housing. The device was connected to the carto 3 system, and it was recognized; however, error 105 was displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no non-conformance was found during the review. The issue reported by the customer could not be replicated during the product investigation, however, the issue observed could be related to the reported event. The potential cause of the open circuit could not be determined. The damage on peek housing could occur during procedure or shipping; however, this cannot be conclusively determined. The instructions for use (IFU) contains the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).